Event description:
It was initially reported that the patient was having an increase in seizures above pre-vns baseline and painful stimulation. Prior to vns the patient was having 10-20 seizures a month and had 22 seizures the month prior. With vns the patient was having 1-2 seizures per month. Diagnostics were within normal limits. The seizures and painful stimulation began after a violent seizure in which the patient fell. A full revision is likely but has not occurred to date. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that the patient had high impedance. The high impedance was likely the reason for the reason for the painful stimulation and increase in seizures. There are no x-rays that were planned. The patient had a generator and lead replacement. Product return attempts are in process.

Event description:
Additional information was received that the generator was disposed of and will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury. Brand name, corrected data: the initial report reported on the suspect device was the generator additional information was received that the patient had high impedance and the problem device is the lead. Type of device, corrected data: the initial report reported on the suspect device was the generator additional information was received that the patient had high impedance and the problem device is the lead. Model #, corrected data: the initial report reported on the suspect device was the generator additional information was received that the patient had high impedance and the problem device is the lead. The model # was updated for the lead. Serial #, corrected data: the initial report reported on the suspect device was the generator additional information was received that the patient had high impedance and the problem device is the lead. The serial # was updated for the lead. Lot #, corrected data: the initial report reported on the suspect device was the generator additional information was received that the patient had high impedance and the problem device is the lead. The lot # was updated for the lead. Expiration date (mo/day/yr), corrected data: the initial report reported on the suspect device was the generator additional information was received that the patient had high impedance and the problem device is the lead. The expiration date was updated for the lead. Device manufacture date (mo/day/yr), corrected data: the initial report reported on the suspect device was the generator additional information was received that the patient had high impedance and the problem device is the lead. The manufacturer date was updated for the lead